Event description:
Dr believed that bravo capsule had deployed normally but later found that it had not attached and was still on the delivery device when it was removed from the pt. The capsule was found in the hypopharynx and was retrieved without incident. Further info is not available.